Manufacturer narrative:
Correction - please refer to d9/h3 the device was not returned for evaluation. The reported event could not be confirmed since the device was not returned for evaluation and the provided image is not conclusive enough to confirm the event. In the provided image, comparison is being made with the fresh wire, but the suspected guide wire seems to be bend while making comparison and no significant difference can be seen between the length of both the wires. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required currently. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "following a surgeon complaint of a guide wire of incorrect length. Surgeon has said the attached guide wire was in fact not 1000mm as stated on the label causing a need to change the nail and thus increasing the duration of the operation."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "following a surgeon complaint of a guide wire of incorrect length. Surgeon has said the attached guide wire was in fact not 1000mm as stated on the label causing a need to change the nail and thus increasing the duration of the operation."